Event description:
The patient's vns generator was returned for product analysis after being explanted due to the device nearing battery depletion. Upon receipt of the device, it was noted that the settings were indicative of a faulted diagnostic test. Follow up was performed with the site to see if they had the patient's settings or diagnostic history prior to the explant surgery; however, this information was unavailable. No information was provided. A review of programming history found data up to the year 2010. It is unknown if and when a faulted diagnostic test may have occurred. No other information has been provided.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
The incorrect date was inadvertently listed on the initial report. The date of the report was (B)(4) 2013 the same date as in manufacturer report number 1644487-2013-01957. The information submitted on the initial report was inadvertently sent, as it is duplicate information to that which was reported in manufacturer report number 1644487-2013-01957. The incorrect aware date was inadvertently listed on the initial report. The aware date should have been (B)(4) 2013, the same aware date as in manufacturer report number 1644487-2013-01957.